Event description:
Asap too study it was reported a cerebrovascular accident occurred. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2018. A 30mm watchman laa closure device was successfully implanted. On (B)(6) 2018, the patient experienced a right sided facial weakness and receptive and expressive aphasia while waking up. On the same day the patient was hospitalized for neurology check-up. The patient was not a tissue plasminogen activator (tpa) candidate. The patient was given 325mg of aspirin. A computed tomography (CT) scan of the head was performed and showed encephalomalacia in the territory of the left posterior cerebral artery, diffuse chronic microvascular changes and atrophy, no acute infarction, mass and hemorrhage. There was no stenosis in the right carotid bifurcation. CT angiography of the head and neck was performed which showed encephalomalacia of the left parietal occipital lobe, no calcified plaque of proximal left, no large vessel intracranial arterial occlusion. Magnetic resonance imaging of the brain with and without contrast was performed and showed small acute lacunar infarctions in the left ganglia capsule and the right insular cortex, no t1 hyperintense subacute hemorrhage, also showed flair hypointense medial left occipital encephalomalacia surrounded by flair hyperintense gliosis. A carotid ultrasound showed no appreciable stenosis to the bilateral internal carotid arterial systems. The patient was recommended to take lovenox, but refused to take it. The patient was recommended to restart plavix 75 mg a day and to continue aspirin 81 mg a day. Regular follow-up was instructed and speech therapy was started. It was further reported that the MRI on (B)(6) 2018 which revealed diffuse atrophy and chronic microvascular changes. There was no hydrocephalus or abnormal enhancement. There were small acute lacunar infarctions in the right insular cortex and left ganglial capsule, left occipital encephalomalacia and gliosis in the territory left posterior cerebral artery and bilateral sphenoid sinusitis. The patient was recommended to take lovenox full strength 1mg/kg every 12 hour, however the subject and the subjects family refused to take the medication. On (B)(6) 2018, the patient was able to move the right side much better with good strength bilaterally but still had some expressive aphasia. Physical therapy consultation was done and the patient was not recommended for inpatient rehabilitation. However, outpatient speech therapy was recommended. Following neurology consultation, the patient was recommended to restart plavix 75 mg a day, to continue aspirin 81 mg a day and outpatient speech therapy with regular follow up. On (B)(6) 2018, the patient was discharged home. On (B)(6) 2018 the patient nihss score was 4. On (B)(6) the mrs score was 1 (no significant disability despite symptoms). .

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 10:56 am CT. The report number is being corrected from: 2134265-2018-64607 to: 2134265-2018-62573.

Manufacturer narrative:
Patient identifier is reported to be: (B)(6).

Event description:
(B)(6) study. It was reported a cerebrovascular accident occurred. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2018. A 30mm watchman laa closure device was successfully implanted. On (B)(6) 2018, the patient experienced a right sided facial weakness and receptive and expressive aphasia while waking up. On the same day the patient was hospitalized for neurology check-up. The patient was not a tissue plasminogen activator (tpa) candidate. The patient was given 325mg of aspirin. A computed tomography (CT) scan of the head was performed and showed encephalomalacia in the territory of the left posterior cerebral artery, diffuse chronic microvascular changes and atrophy, no acute infarction, mass and hemorrhage. There was no stenosis in the right carotid bifurcation. CT angiography of the head and neck was performed which showed encephalomalacia of the left parietal occipital lobe, no calcified plaque of proximal left, no large vessel intracranial arterial occlusion. Magnetic resonance imaging of the brain with and without contrast was performed and showed small acute lacunar infarctions in the left ganglia capsule and the right insular cortex, no t1 hyperintense subacute hemorrhage, also showed flair hypointense medial left occipital encephalomalacia surrounded by flair hyperintense gliosis. A carotid ultrasound showed no appreciable stenosis to the bilateral internal carotid arterial systems. The patient was recommended to take lovenox, but refused to take it. The patient was recommended to restart plavix 75 mg a day and to continue aspirin 81 mg a day. Regular follow-up was instructed and speech therapy was started.